Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, dislodged cannula, leaking or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was worn for 24 to 36 hours before the issue was realized. The cannula was no longer inserted in the skin. The patient's blood glucose levels reached 386 mg/dl. As treatment, a manual injection of insulin (0.5u) was delivered and a new pod was applied.